Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, a cause for the reported leak could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported during preparation, a loss of fluid column occurred. Therefore, the device was not used and was replaced. No adverse patient effects occurred. Leaks, regardless of when it occurs may not be detected. Leaks have the potential to cause serious injury and are reportable.